Manufacturer narrative:
The hvad is used for treatment not diagnosis. A site reported that a patient's battery light was red on the battery charger and battery was not supplying power to the controller. There was no reported patient injury as it relates to the reported event. A review of the manufacturing record revealed an additional inspection of the battery cable which the device passed. The device was not returned therefore a root cause cannot be conclusively determined; however, a faulty or damaged, internal component could have led to the reported event. Control measures have been put in place in order to mitigate the occurrence of these event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from france that a patient experienced problems with one battery. Light was red on the battery charger when the battery was connected to it and battery was not supplying power to the controller. The facility replaced the battery and returned it to the manufacturer for evaluation. No patient harm or injury was reported as a result of the event.